Manufacturer narrative:
Concomitant products : 5867 adaptor implanted (B)(6) 2014, dtba1d1 crtd implanted (B)(6) 2014 product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a performance issue; the battery longevity was less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.